Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, when the fse evaluated the device it passed all the functions and the reported malfunction was not duplicated, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary.  Please cancel in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had gas loss .there was no patient harm reported.